Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the physician believed there was a rib to clavicle crush on the lead, which resulted in noise reversion and high pacing lead impedance. The lead was revised during a device change out procedure due to the battery advisory.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving remote transmissions due to high pacing lead impedance measurements. High impedance measurements were able to reproduce with the shoulder movement test. The lead was revised on (B)(6) 2016, and the patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.